Manufacturer narrative:
The device was returned to olympus for evaluation. The following non-reportable results were identified during evaluation: the distal end plastic cover had a dent, the bending section distal end plastic cover had a hole and adhesive removed, the bending section plastic cover glue had a crack, the switch 1 to 4 was not working, the bending section adhesive was wet, the bending section had broken strands, the bending section charged coupled device shrink tube was cut, and the insertion tube dent failed the ring gauge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex video scope had air/water leakages. The device was returned for evaluation. During the device evaluation, it was found that the flex video scope had no image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4 and h6. Correction on fields: e2, e3, g2 (health professional was inadvertently omitted from the initial report). A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the suggested event occurred by abnormal electrical continuity due to water invasion of scope connector. The event can be [detected/prevented] by following the instructions for use which state:  important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.